Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer provided a lab report confirming the presence of mycobacterium chimaera. The customer plans to return the device to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater cooler system 3t tested positive for mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Through follow-up communication with the customer livanova (B)(4) learned that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU) and that the heater-cooler device was placed outside of the operating room during use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.